Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was reported to be the patient had a faulty cassette and put a clamp on, with no protective cover and then hooked up. Additional information was unable to be obtained; therefore the cause was assessed as an unknown issue with the cassette. The patient was hospitalized on the same day as onset of the peritonitis event. Treatment for the event was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.